Manufacturer narrative:
This report is being filed on an international product, architect anti-hbs list (B)(4) that has a similar product distributed in the us, ausab list number (B)(4). All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated anti-hbs results on the architect i2000sr analyzer. The following data was provided: initial 9.0 (february), repeated after a blood transfusion as 80 miu/ml (april). The date of the blood transfusion is unknown. The patient has been diagnosed with renal anemia and diabetes. There was no impact to patient management reported. The customer is inquiring about the change after the blood transfusion.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of the current on market reagent lots were evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.